Manufacturer narrative:
Per the tandem user guide the transmitter ID must be entered correctly into the pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter had been in use longer than 90 days; customer support instructed customer to change transmitter. No additional patient information was available.